Event description:
It is reported that in 2005, the pt underwent a total knee replacement. During the surgery the surgeon was torquing the holding screw and the screw head separated from the threads. The surgeon left the threaded portion of the screw in the pt. Four days post-op pt fell and developed an infection. Revision surgery occurred five days, where the articular surface was revised. The screw was not retrieved.